Event description:
User reported false result with no sample applied with no other information available. This is report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(4) (3014862188-2022-00574; test 2 of 2).